Event description:
Pt underwent a bam with silicone gel breast implants in the 1990's and now wishes to have them removed due to her dissatisfaction with them. Gross exam; the right implant is intact and shows no sign of rupture or leakage. The left implant's outer surface is slightly sticky and a pin hole fenestration is identified under general pressure in the lateral aspect of the implant.